Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time.

Event description:
A dreamstation bipap autosv device was returned in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered. Reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.